Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor, which was replaced along with the driveshaft, nose cone, and other components as part of preventive maintenance. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece began overheating during a procedure to section a tooth. The case was successfully completed. There were no adverse consequences reported as a result of this event.